Event description:
Patient reported deflation. This record is for left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Healthcare professional later reported "hole in valve." Device has been explanted and replaced with a non-abbvie device.

Event description:
Patient reported deflation. Healthcare professional later reported "hole in valve." This record is for left side. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ valve leak and/or damage: no observed issues. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.